Event description:
It was reported that there was concern this pacemaker was exhibiting premature battery depletion, as the estimated remaining longevity dropped from five years to six months remaining in six months' time. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was concern this pacemaker was exhibiting premature battery depletion, as the estimated remaining longevity dropped from five years to six months remaining in six months' time. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received from the field indicates there are no current plans for surgical intervention, and the patient is scheduled for follow-up in two months. Should additional follow-up information be received in the future, a supplemental report will be issued.